Event description:
It was reported that the pacing lead impedance (pll) values of this right ventricular (rv) lead an the pacemaker system were less than 200 ohms when set to bipolar configuration. It was also noted that there was undersensing of the rv signal and subsequent inappropriate pacing. Technical services (ts) provided troubleshooting including programming options and possible generator change out. Physician will be notified of troubleshooting measures. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).